Manufacturer narrative:
Weight-race:unk. Claim #: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 12.6mm, vicm5_12.6, -7.50 diopter, implantable collamer lens was damaged during loading. The reporter stated,"when I loaded the lens into the injector, I found that the lens was damaged." There was no patient contact. On (B)(6) 2022 a replacement lens was implanted, and the problem resolved. Cause of event was unknown.